Event description:
The manufacturer received information alleging an everflo oxygen concentrator is not working properly. The patient was admitted to the hospital and released the following day. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly was not working properly. The patient was admitted to the hospital and released the following day. The device was returned to the manufacturer for evaluation. The device was tested and found to have an oxygen purity of 89.7%. The oxygen purity specification is 90-96%. The customer's complaint of the device not audibly alarming and the compressor not working was not confirmed. The device alarmed to specifications. Product labeling states, "where the prescribing health care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use." Although the oxygen purity did not meet the minimum specification of 90%, the device was producing oxygen at 89.7%. The device did not likely cause or contribute to the patient's hospitalization.